Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step. The device's sensor board and active exhalation control module needs replaced to address the issues.